Event description:
Report received of an over-delivery of dopamine. The customer contact reported that the pt was receiving dopamine with the pump set at 19ml/hr. When the nurse checked the IV bag after the drip had been infusing for several hours, more was missing from the bag than the nurse expected to be gone. It was reported that two rns manually counted the drops that were being delivered, and figured that the pump was delivering at approx 32ml/hr, even though the pump display indicated that the pump was infusing at 19ml/hr. The pt's blood pressure reportedly went up, but there was no adverse event with the pt. The pump was replaced, and the pt's blood pressure reportedly went up, but there was no adverse event with the pt. The pump was replaced, and the pt's blood pressure returned to baseline readings. Though requested, there was no further info available.